Manufacturer narrative:
G4: 04sep2020. B4: 08sep2020. The reported event was associated with preventive maintenance when there is no risk of death or serious injury, so this complaint is no longer considered reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
During preventive maintenance, the device would not power on while connected to ac power via the device power cord. There was no patient involvement and no delay to patient care. The service engineer verified that the 100v ac current input from the ac cord was not converted to 24v dc current, concluding that the power supply which converts voltage needed to be replaced. The service engineer also noted the occurrence of an error indicating the device was running on internal battery. This code was confirmed with the review of the diagnostic report. No other relevant error codes were identified.